Manufacturer narrative:
Concomitant medical products: biotronik lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected of having electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.